Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a clear probable cause for the event cannot be established; therefore, the conclusion code of unable to exclude device problem has been chosen.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a sudden return of incontinence, and imaging revealed a deflated pressure balloon. A surgical procedure was performed in which the cuff, and balloon were removed and replaced. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a sudden return of incontinence, and imaging revealed a deflated pressure balloon. A surgical procedure was performed in which the cuff, and balloon were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.